Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept resetting with a motion sensor test failure alarm. Blood glucose value was over 600 mg/dl. Customer stated that the high blood glucose was caused by the alarm because she was not receiving insulin. The insulin pump failed the displacement test; customer received the alarm again during rewind. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind. The problem was isolated to the motherboard. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window.